Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a displayable history error, a battery out limit alarm, and a keypad anomaly. The patient's blood glucose at the time of incident is unknown, but his most recent reading was 275 mg/dl. The customer was able to clear the battery out limit and was educated about how the displayable history error can occur during normal use. Troubleshooting was initiated for the keypad anomaly. The customer stated that the keypad seemed to stick; while programming a bolus the menu scrolled uncontrollably and one of the buttons was unresponsive. The customer confirmed that he kept the pump in his pocket. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.